Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the purge cassette. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian artery for heart failure/cardiogenic shock. Patient is a 58-year-old male with known coronary artery disease and had cardiac arrest requiring cardiopulmonary resuscitation (CPR). Patient presented in scai stage e shock on multiple inotropes/vasopressors, extra corporeal membrane oxygenation (ECMO) and on ventilatory support for respiratory failure. Patient with preexisting left ventricular thrombus that was discussed with physician for risks vs benefits prior to device implant. While patient was in intensive care unit (ICU) there was a purge pressure high alarm and a subsequent temporary pump stop. The impella device was able to be restarted and the purge cassette was exchanged and subsequent activase was started in purge system which resolved the purge pressure high alarm. It was advised to the physician to consider replacement of impella 5.5 device with a new impella 5.5 device due to the risk for an additional pump stop, however the physician decided to keep the current pump in place. A second dose of activase was initiated pro-actively by the care team, although there were not any reports of pump or purge cassette malfunction prior to this additional administration. There was no reported/noted interruption in flow or support for the patient during this time. Impella 5.5 device is still currently supporting patient running at p-6 with impella flows at 3.6 liters per minute. Activase was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6b explant date was updated (with d6a implant date repopulated). Related report number. This is one of two device reports associated with the event. Refer to h10 for related report number(s).